Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4); batch/lot number: 20465493; model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.